Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller log file captured data from (B)(6) 2025 through (B)(6) 2025. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing intermittent yet persistent fluttering/flipping in the chest, which seemed to feel worse when they would lay down. The patient has a known implantable cardioverter defibrillator lead dislodgement. Electrophysiology had interrogated the device and did not find anything. Log files were submitted for evaluation. The event log file captured clusters of pulsatility index (pi) events as well as routine power source changes. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file.